Event description:
Operator had inconsistent readings. Operator found a bad test tube in one lot. Tube was designed for a different type of test other than activated coagulation time. MFR said that vendor had one test tube get through qa this won't affect one model but will affect other machines. This is a random case.